Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Midway through the procedure, saline was noted to be leaking from the proximal cable and handle area of the device. The leaking continued through the remainder of the procedure. The physician and tech inspected the stopcock on the catheter to ensure it was connected properly and inspected for air. No air ingress was noted nor misalignment of the stopcock to flush port noted. At the end of the procedure, the physician ensured the flush was reaching the proximal port at the distal end of the catheter by manually flushing the catheter with a syringe. Fluid was noted to be leak from the handle as well and collecting with the handle. The procedure was completed successfully with the original catheter. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was inspected, no abnormalities were observed. The catheter was functionally testing by inserting a guidewire through the catheter, and the catheter was able to be deployed to basket and flower configurations successfully. Flushing of the device through the irrigation line was also tested. A leak was observed in the catheter following flushing. Dissection of the catheter revealed broken flush tubing, likely contributing to the observed leak. Microscopic analysis of the catheter was performed, and with the help of an ultraviolet (uv) light, separation of the flush tubing could be seen. The reported leak was confirmed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Midway through the procedure, saline was noted to be leaking from the proximal cable and handle area of the device. The leaking continued through the remainder of the procedure. The physician and tech inspected the stopcock on the catheter to ensure it was connected properly and inspected for air. No air ingress was noted nor misalignment of the stopcock to flush port noted. At the end of the procedure, the physician ensured the flush was reaching the proximal port at the distal end of the catheter by manually flushing the catheter with a syringe. Fluid was noted to be leak from the handle as well and collecting with the handle. The procedure was completed successfully with the original catheter. No patient complications were reported. The catheter was returned for laboratory analysis.